Event description:
File: xxxxxx. Event desc: the valve is always primed by surgeon, prior to insertion. The surgeon was unable to prime the valve. A new ahmed valve was obtained and worked properly. What was the original procedure: ahmed valve placement left eye. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do...

Manufacturer narrative:
On (B)(4) 2013, we received a letter from FDA containing a reported malfunction of the ahmed valve. On (B)(4), we try to contacted ms. (B)(6). She returned the call on (B)(6), asking to e-mail her on reference to this report. I also asked her if the product was used to treat the pt and if it will be returned to new world medical, inc. We got her answer the next day indicating that the product was not used on the pt and the plan is to return the device. As of today, (B)(4) 2013, product has not been returned to new world medical, inc. For eval. Prior to release to market all documents indicated the product met all manufacturing specifications for distribution.